Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 430 mg/dl. Customer treated their blood glucose with a bolus delivery. Customer declined to troubleshoot for their high blood glucose. The customer also reported receiving low predict alarms on their insulin pump. It was also found the customer had discrepancies between their sensor glucose and blood glucose readings. The inaccurate readings would also prompt the threshold suspend feature on the customer's insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.